Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. The physician elected to replace the lead at the time of device replacement. Additional information received indicated that the suspected cause for high threshold was not known. This right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported.